Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department following receipt of shock therapy. Review of the stored episode noted the patient experienced a ventricular tachycardia (vt) at a rate of 210 to 220 beats per minute (bpm), which, was below the programmed conditional zone of 230 bpm. Further review of the stored episode noted double counting, which, resulted in the delivered shock. Post shock, the rhythm slowed for 5 seconds and then sped back up before self terminating. The device again began charging prior to self termination and double counting was again noted prior to the charge being marker, however, no further shocks were delivered. Technical services (ts) discussed the option of reprogramming the conditional zone to 200 bpm given the arrhythmia was below the programmed zone of 230 bpm. The physician wanted to then perform defibrillation threshold (dft) testing. Ts discussed that this would result in inducing ventricular fibrillation (vf) instead of vt, however, the physician opted to move forward with the testing. Dft testing was successfully completed and successfully converted the induced vf with stable shock impedance measurements of 70 ohms. This device remains in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.